Event description:
Treatment of an unruptured saccular aneurysm measuring 8mm x 6mm located in the superior hypophyseal segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy (pru 134). On (B)(6) 2013, the patient underwent pipeline embolization treatment in which a 4.00mm x 16mm pipeline was implanted in the patient without issues. Post angiogram showed complete occlusion and an eclipse. On (B)(6) 2013, the patient presented with aphasia. An angiogram was performed and a clot was found distal to the previously implanted pipeline device in the distal ica. 2.5mg of integrilin was administered to the patient. The patient awoke exhibiting no symptoms and was sent to the floor on a sub-therapeutic dose of heparin IV.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).